Manufacturer narrative:
(B)(4)-intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the reported complaint. The patient side cart (psc) set up structure (sus) axis 1 motor was installed into the system and was started in normal mode. The psc sus axis 1 motor was exercised through full range of motion and was able to recreate the reported 23008 error. Fa noted no repaired would be performed as the unit would be scrapped in house. This compliant is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted total benign hysterectomy surgical procedure, the customer experienced a 23008 error when trying to target. It was noted the patient was on the table and ports had been placed. The technical service engineer (tse) had the customer recover the fault; however, the error occurred again. Then the customer was asked by the technical service engineer to do a hard reset on the patient side cart (psc). When the system booted up, it had the same error. The technical service engineer had the customer recover the fault and the system repeated the same error. The customer aborted the case. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the system issue was troubleshot with technical support and no resolution was made. It was stated the surgeon aborted the case because they believed the robotic was the best way to the case, and since it was not available, they would cancel the case. The nurse confirmed there was no patient injury or harm. The technical service manager (tsm) confirmed no other troubleshooting could be implemented, and the technical service engineer (tse) had exhausted all attempts. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field service engineer, with the help of technical service engineer (tse), found the set up structure (sus) z axis 1 motor (372823-50) and the acpb to motor cable (372565-03) needed to be replaced to resolve the 23008 error on the boom. The field service engineer then noticed the patient side cart (psc) latch and door were not staying closed and replaced the access door (B)(4) and frame (373479-01) and the psc axis 1 mount (3802050-01) to resolve the issue. The system was tested and verified as ready for use. The affected part(s) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. ((B)(4), 372565-03, 3802050-01).